Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The returned complaint device was received with the stryker sustainability packaging. Visual inspection revealed the presence of a yellow residue on the device surface. The device was returned disassembled into multiple components, including the handle, plunger pin, and shaft, all of which were fully separated from one another. Where the shaft and handle come together the plastic cylinder plastic was broken. At the interface where the shaft and handle assemble, the plastic cylindrical component was found a portion of the material missing on one side. Additional small fractures were observed along the lower section of the plastic component. The device inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: excessive force, contact of needle point with hard object, shipping/handling damage or extreme conditions, attempting to bend or otherwise alter the shape of the device/shaft. The instructions for use (IFU) state: "before beginning the procedure, verify overall compatibility of all instruments and accessories." "Inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the device "exploded" into several pieces when on the sterile field. It was further reported there was no harm to the patient, but the part just sprang all over the place. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.